Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the vision side cart (vsc) had error c-48/m-11 during energy activation intermittently. The site swapped to a 3rd-party generator to continue with the procedure. There was no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information: surgical ports were placed prior to the issue being identified, and system functionality was checked upon powering on the system. The system did not initially power on without errors and isi technical support was contacted for troubleshooting with full troubleshooting completed. The site swapped to a 3rd-party generator and completed the procedure successfully with no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The burning smell was from the integrated electrosurgical unit (iesu) not the vision side cart (vsc) other components. The vsc worked fine, but the iesu could not work anymore. The customer had no maintenance service and refused to perform repair. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.